Event description:
It was reported that during checking, open the packing and noted that sled fell off. Not involved in any surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 206a06. Investigation summary: the device along with photo was returned to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a gold reload inside of its package and the cartridge pan from the right side can be seen partially dislodge. The second photo shows a gold reload inside of its package with a loose sled inside. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45d reload was returned unfired with the one-piece sled loose and the staple retainer not properly loaded, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from left side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damage found on the reload, a possible cause for these conditions is due to improper handling of the staple retainer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.